Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an inset teflon 23" 6 mm infusion set failed to lock after pulling the inserter handle fully back, and the user experienced the same issue with a second set from lot 32268. The user was guided through a full supply change, and with additional pull force the inserter locked and insulin delivery resumed. Symptoms included no adverse clinical effects, and blood glucose was reported as normal. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included troubleshooting and user education during the call. Investigation of this case revealed user difficulty with inserter engagement and successful resolution through correct technique, with no device alarms reported. It was concluded, based on previously established findings for similar reports, that the cause was user technique.